Event description:
It was reported that the patient had a 'pretty hard fall' in (B)(6) but there was no trauma to the head. About a month later, the patient started getting shocking sensations all over his body, specifically in the patient's neck, leg and the right side of his body. The reporter indicated that this could have happened as many as 50 times a day; it was happening constantly and it wasn't positional. The patient turned his device off as it wasn't helping him even when it wasn't shocking him. The patient saw a neurologist a week prior to the report, who turned the voltage down from 5.4v to 1.3v and programmed the patient to the electrode combination c+,2-,3-. In doing so, the shocking went away but the patient had no therapeutic benefit whatsoever. The patient was seen on the day of the report and when the patient's stimulation was increased past 1.5v, the patient got side effects (facial pulling, high deviation and constant parasthesia) that did not go away. When stimulation was titrated up to 3.3v the patient's speech became slurred. All unilateral impedance measurements were 'high.' Bilateral impedances were between 5,000 ohms and 11,000 ohms. The electrode combination the patient was programmed to however worked. Through 'investigative work,' it was discovered that 'the lead wasn't anywhere near where it should have been to begin with.' As such, the patient had never had good system control and some electrode combinations gave the patient side effects such as facial pulling, eye deviation and slurred speech. Follow-up information received indicated that impedance values were within range and nothing could systematically be determined as a cause. It was noted that lead placement was very poor which caused complications in programming and therapy efficacy. X-rays were taken and results were pending. The reporter indicated that the patient was ultimately going to be advised on a lead revision for best therapy outcome. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID 7482a40, serial# (B)(4), product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had been referred to a neurosurgeon. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never followed up to make an appointment to have a revision.